Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and multiple auto mode switch episodes. The lead was capped and replaced during a routine pulse generator change out procedure. The patient was to be in stable condition post surgery.